Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed and a loose green pull cap to the patient connector was observed inside an opened pouch. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap on the patient line of an amia cassette was missing. This was observed when the overpouch was being opened. There was no patient injury or medical intervention associated with this event. No additional information is available.